Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and rewind test. No low battery alarm or excessive no delivery alarm noted. Pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blood glucose of 514 mg/dl and then 539 mg/dl and was having no delivery issues with the insulin pump. The customer treated with a shot and their blood glucose was 346 mg/dl. The customer declined troubleshooting for their high blood glucose. Troubleshooting was performed for the no deliveries and the insulin pump will return.